Event description:
This patient was admitted for coronary intervention of a de novo, mildly calcified, 80% stenosis in the mid-lad. While inserting the 2.5 x 28mm cypher stent into the machl guide catheter, the physician felt a great deal of friction/resistance. The physician removed the unit and confirmed that the proximal edge of the stent was flared. A new cypher (different lot#) was delivered without difficulty and was implanted successfully. There was no reported patient injury. The physician suspected that the cypher might have been flare prior to use.